Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After receiving assistance to reset the pump, the customer was instructed to continue using the pump and advised to call back if the malfunction code recurs.